Event description:
It was reported that post op an ileocecal resection procedure, the patient had blood in the stool, indicating possible leak, and the hematocrit dropped. The patient received blood products. Per the surgeon the gun seemed to fire properly during the procedure. Surgeon did not provided any additional details. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.